Manufacturer narrative:
The investigation confirmed that one non-reproducible, higher than expected vitros tropi es result and one non-reproducible, higher than expected vitros ck-mb result were obtained from two different patient samples when processed on a vitros 5600 integrated system. The most likely assignable cause for the non-reproducible, higher than expected vitros results is analyzer related, as several condition codes were observed prior to the discrepant results. Following completion of service actions acceptable quality control results were obtained indicating that the 5600 system was returned to its expected performance. There was no indication a vitros ck-mb reagent lot 1830 contributed to the event. An issue with vitros tropi es reagent lot 1965 is unlikely to be a contributing factor, but cannot be ruled out as the troponin I level in the low level control fluid does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml. In addition, pre-analytical sample handling cannot be ruled out as a potential contributing factor to the event as it could not be confirmed the samples were processed in accordance with the sample collection device manufacture recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The most likely assignable cause for the event is analyzer related.

Event description:
A customer observed one non-reproducible, higher than expected vitros tropi es result and one non-reproducible, higher than expected vitros ck-mb result were obtained from two different patient samples when processed on a vitros 5600 integrated system. Patient 1 vitros ck-mb result= 9.22 ng/ml versus expected 0.63 ng/ml. Patient 2 vitros tropi es result= 15.94 ng/ml versus expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. It is unknown if the non-reproducible, higher than expected vitros tropi es result and vitros ck-mb results were reported from the laboratory. There were no allegations of actual patient harm as a result of these events. (B)(4).